Event description:
An aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician requested information regarding a talent aortic cuff to repair an aneurx stent graft for an unknown leak. Per medtronic talent aortic cuff approved protocol, medtronic sent the site the documentation required for each request to complete for approval for the talent aortic cuff trial. However, the requester did not return the required documentation; therefore no talent aortic cuff trial device was sent. There was no further information provided to medtronic about the request for the device or the details of the patient relating to the aneurx device.